Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 39 mg/dl. The customer declined to troubleshoot for the low blood glucose level. The customer stated that their are two cracks on the battery cap itself and he was trying to change the battery because it was not saying low battery but he wanted to replace it to be on the safe side but can't get it removed. Through troubleshooting, the customer was able to remove the battery cap with a quarter. The customer stated he wanted the insulin pump replaced due to the cracks on the battery cap and the scratches on the display screen. The product will be replaced. The product was returned for analysis.

Manufacturer narrative:
The device had battery cap stripped battery cap coin slot, severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window, cracked case at reservoir tube window corners, stained address label, stained serial number label and stained end cap sticker.